Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 3000tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration due of 14 years, 8 months due to severe stenosis. The patient presented with dyspnea and fatigue. The tavr was performed with a 20mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with a 21mm magna valve in the aortic position underwent a valve-in-valve procedure after an implant unknown implant duration due to stenosis. The patient presented with dyspnea and fatigue. There was no alleged premature failure of the valve. The tavr was performed with a 20mm 9750fx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.